Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter (the patient's husband) stated that both he and the patient received erroneous results when testing with the patient's coaguchek xs meter serial number (B)(4) and test strip lot number 30497512. The patient also received erroneous results when testing with the same meter, a coaguchek xs meter from the hospital (unknown serial number), and a new coaguchek xs meter (unknown serial number) when testing with test strip lot number 35349816. This medwatch will apply to test strip lot number 35349816. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 30497512. On (B)(6) 2019, the patient had a result of 3.5 inr when testing with meter serial number (B)(4). The patient's medication was reduced. On (B)(6) 2019, the patient had a stroke and was tested in the laboratory using an unknown method, resulting with a value of 1.88 inr. On (B)(6) 2019, a sample from the patient was tested using meter serial number (B)(4) and test strip lot number 30497512, resulting with a value of 3.2 inr. Within 10 to 35 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. On (B)(6) 2019, a sample from the patient was tested using meter serial number (B)(4) and test strip lot number 30497512, resulting with a value of 3.6 inr. Within 10 to 35 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.4 inr. On (B)(6) 2019, a sample from the patient was tested using meter serial number (B)(4) and test strip lot number 30497512, resulting with a value of 3.2 inr. Within 10 to 35 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. On (B)(6) 2019, the patient was treated with 60 mg./0.6 ml/6000 ui of heparin. On (B)(6) 2019, a sample from the patient was tested using the hospital meter with test strip lot number 35349816, resulting with a value of 3.5 inr. Within 10 to 35 minutes, a sample from the patient was tested using the new meter with test strip lot number 35349816, resulting with a value of 3.6 inr. Within 10 to 35 minutes, a sample from the patient was tested using meter serial number (B)(4) with test strip lot number 35349816, resulting with a value of 4.8 inr. Within 10 to 35 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.99 inr. On (B)(6) 2019, a sample from the patient's husband was tested using the new meter with test strip lot number 30497512, resulting with a value of 3.7 inr. Within 10 to 35 minutes, a sample from the patient's husband was tested using meter serial number (B)(4) with test strip lot number 30497512, resulting with a value of 5.5 inr. On (B)(6) 2019, a sample from the patient was tested using the new meter with test strip lot number 35349816, resulting with a value of 4.4 inr. Within 10 to 35 minutes, a sample from the patient was tested using meter serial number (B)(4) with test strip lot number 35349816, resulting with a value of 4.4 inr. Within 10 to 35 minutes, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.4 inr. The patient's therapeutic range is 2 - 3.5 inr. In the last year, the patient's therapeutic range has been between 2.4 and 3.8 - 4.6 inr maximum. No information was provided which suggests the devices caused or contributed to an adverse event. In general, no therapy adjustment should have been made with the patient after receiving a result of 3.5 inr on (B)(6) 2019 as this value was within the patient's therapeutic range. The decision to reduce the patient's medication was therefore not in line with common practice. The laboratory result of 1.88 inr received on (B)(6) 2019 is most likely the result of the dosage decrease. The patient has primary non-lupus anti-phospholipid syndrome and has also has a valvulopathy (severe mitral insufficiency). The patient was discharged from the hospital on the week of (B)(6) 2019, but is waiting to have surgery due to the valvulopathy. The patient's product was requested for investigation. Meter serial number (B)(4) was returned for investigation. The meter appeared undamaged and clean on the outside. The returned meter was measured with the retention test strips 304975 in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: donor 1: master lot with reference meter = 1.5 inr, retention strips with customer meter = 1.5 inr. Donor 2: master lot with reference meter = 2.5 inr, retention strips with customer meter = 2.4 inr. The maximum difference between measurements with the same blood sample was 4%. The returned customer material and retention material complies with specification.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.